Event description:
It was reported that pt was experiencing pain due to a possible allergy.

Manufacturer narrative:
(B) (4). Conclusion: the investigation shows that in the middle of the head adapter, a surface transformation occurred due to corrosion. There is no sign of a production or material failure. This MDR is being submitted late, as this issue was identified during a retrospective review of complaint files.